Manufacturer narrative:
No button error alarm noted during failure analysis. Unit received with no button response due to corroded act button keypad trace. Unable to perform functional test due to keypad anomaly. Unable to verify failed battery due to keypad anomaly. The insulin pump does not ramp up on its own or scroll bar moving with no input. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and failed battery test. Customer's blood glucose level was 169 mg/dl. The buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.